Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: the pump black box showed that call service 128 alarms had occurred. The pump was powered on and exercised without duplicating the call service alarm during testing. The pump current draws were tested and were confirmed to be within specifications. Moisture was observed behind the pump display screen lens and leak testing found that the pump casing was leaking. The pump was opened and corrosion was observed on various internal pump components.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had short battery life, emitting replace battery alarm cs128 several times in one month. The reporter confirmed that the pump¿s battery type setting matched the battery in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.